Event description:
The customer stated that she was unable to rewind the insulin pump. The customer was assisted with the rewind. The customer later called back to report a no delivery alarm. The customer stated that she had an MRI done, and she forgot to remove the insulin pump. Troubleshooting was performed, and the insulin pump failed the displacement test. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement tests, due to an out of phase motor encoder signal.